Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel dissection occurred. The 77% stenosed de novo 3.00mmx24.0mm eccentric lesion was located in the non tortuous and severely calcified proximal left anterior descending (lad) artery with a timi flow of 3. The lesion was pre dilated with an unspecified 2.0x15mm balloon. A taxus liberte 3.0x24mm stent was implanted and a dissection occurred. The stent was post dilated with the stent balloon, and an unspecified 3.0x26mm balloon. Two non bsc stents were also successfully implanted in the proximal lad in the procedure. A taxus liberte 2.50x20mm stent was implanted in the proximal left circumflex (lcx) artery without issue. No further patient complications were reported. The post procedure stenosis of the lesion was 0% and no angina. One month post procedure, the patient had no angina.

Event description:
It was further reported that the dissection was treated with 2 non bsc stents, and that the dissection was possibly related to the taxus stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.